Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low-level failures alarm confirmed in the insulin pump history file due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm. Customer's blood glucose level was 10.1 mmol/l. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. Customer performed self test and it was failed. Customer states after self test insulin pump alarm occur twice. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.